Event description:
It was reported; the tip of the trio torque driver snapped off while final tightening. We used the other tip in the set to complete the case.

Manufacturer narrative:
Method: device evaluation and device history review. Results: no manufacturing or material issues were identified for reported lot. On visual inspection the returned device was confirmed to be fractured at the tip. Review of the fracture surface under a microscope revealed that the fracture occurred in the transitional region where the hex and base of the socket meet. Conclusion: the most likely cause of this event, is the application of a cantilever bending force due to the hex not being properly seated in the set screw during final tightening.

Event description:
It was reported; the tip of the trio torque driver snapped off while final tightening. We used the other tip in the set to complete the case.